Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. The feeding tube placement records were reviewed for the pt involved. The placements viewed do not show a typical gi placement.

Event description:
During placement of a feeding tube, lung placement occurred resulting in a pneumothorax. The feeding tube/stylet used in the placement was not saved. The pt was not active and was lying flat during the placement. A pneumothorax was verified 20 minutes after placement.